Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead. The physician indicated that the sharpness of the lead helix needed evaluating. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,. Helix extends and retracts within specification. Helix appears undamaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.